Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, and after follow-up, confirmed that the issue was resolved.